Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) dislodged from the arteriotomy and came out of the body. Therefore, the product was not available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no shallow vessel depth. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no vessel tortuosity. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using mynx control. The mynx control vcd was used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynx control and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both buttons 1 and 2 were fully depressed with the clock symbol visible in the tension indicator. However, the balloon was not completely withdrawn into the tamp tube. The syringe was not received for evaluation; and the sealant was not returned with the device. The returned device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed to the returned device. A deployment test was not performed on the returned device because both buttons 1 and 2 were fully depressed, and the sealant was not returned for evaluation. Nevertheless, an inflation/deflation functional test was performed to the balloon of the returned device; and during this evaluation, the balloon was fully inflated with pressure maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control IFU. Per microscopic analysis, the device was opened to evaluate the internal configuration of the device. During this analysis, a misalignment was identified within the internal configuration of the wire that pertains to balloon retraction. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant dislodging from the arteriotomy during device removal. However, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, per review of the product received, this condition appears to be related to the displacement of the wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the product analysis, the issue with the balloon retraction appears to be related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) dislodged from the arteriotomy and came out of the body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. There was no resistance noted during use of the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no shallow vessel depth. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no vessel tortuosity. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx control vcd was used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynx control and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, a misalignment was identified within the internal configuration of the wire that pertains to balloon retraction.